Event description:
Incident occurred in (B)(6). A gynecologist did not find any allergic reaction on a pt when he palpated before the surgery and placed a catheter for epidural anesthesia. Even after surgery began, until the skin incision, he did not detect any symptom. As he was starting the incision of the peritoneum, the pt went into shock (vital signs were not normal, and the blood pressure went down to 45/18). The doctor administered a vasopressor which stabilized the pt's condition. A patch test was conducted after the surgery, and the result showed that the pt was allergic to latex.

Manufacturer narrative:
The device history record was not reviewed due to the unavailability of the lot number. Historical trending was done. The sample was unavailable to be returned for physical testing. The triflex glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. However, the possibility of some individuals experiencing reactions cannot be ruled out. Post-op testing showed this pt had a latex allergy. Catalog number reported 2d7252j, similar product sold in the us (catalog number 2d7252). As already mentioned, the detailed analysis could not be carried out due to which we could not determine the root cause of the reported defect and initiate any corrective action.